Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male pt, the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.